Event description:
The advocate alleged that the customer received erratic blood glucose readings. As a result of the readings, the customer adjusted medication and had to be rushed to the hospital. The advocate refused to troubleshoot or provide any additional information before the call ended.

Manufacturer narrative:
It's not possible to determine a manufacture date without a reagent lot number or a meter serial number.